Event description:
It was reported that a cot dropped when the operators missed the safety hook. No adverse consequences were reported.

Manufacturer narrative:
A third party service distributor examined the cot and found the cot to be working to specification. The customer reported that it was likely misuse by the operators.